Manufacturer narrative:
While gathering additional information to complaint recorded under (B)(4) (medwatch report number 9681684-2019-00017), arjo was informed about another patient who sustained several pressure injuries while placed on rotoprone therapy system. A patient (320 lbs; 5 foot 3inch; age 52 years) was admitted to the hospital on (B)(6) 2019. The patient medical condition was described, by the customer nurse, as "febrile". Patient was on the rotoprone bed since (B)(6). Pressure injuries (located on right cheek, right chest, right plantar foot, right buttocks, left knee, left posterior shoulder, left plantar foot/left 4th toe, lower back) were noticed between (B)(6). The treatment provided included cleaning the skin, keeping it dry and applying mepilex foam border dressing. The following areas were treated: right buttocks, lower right/middle back, right lateral chest, left posterior shoulder, perineal/sacral-coccygeal area. For cheek pressure injuries, the customer indicated that "ett holder; pressure injury and skin breakdown, related to edema, crrt and multiple vasopressor use." The rotoprone therapy system is prescribed for patients suffering from the consequences of immobility, the system is to help caregivers address potentially life-threatening conditions by means of prone therapy. But proning itself may present risk of pressure injury. Product user manual includes steps that can be considered while managing potential skin complications. User manual warns: "fitting the head support, face pack or other packs too tightly may increase pressure points, possibly leading to skin breakdown. Assess skin at frequent intervals depending on patient condition (at least every four hours). Give extra attention to skin at pressure points and locations where moisture or incontinence my occur or collect. Common pressure points include, but are not limited to, the face, ears, axilla, shoulders, sides and upper and lower extremities. Early intervention may be critical to preventing serious skin breakdown. Do not leave patient in a stationary position in the supine or prone position for more than two hours". Additionally, the rotoprone bed is equipped with an alarm, which is triggered in case patient has been in prone position more than 3 hours and 15 minutes in order to remind caregivers about skin assessment. Another alarm is triggered when the bed surface has been in stationary position for more than 30 minutes. It is worth remembering, though, that the ultimate decision is always based on the patient medical condition and assessment of the prescribed physician. In the complaint at hand there was no product failure, proning itself presents risk of pressure injuries, thus it is possible that the pressure injuries were related to patient medical condition. In summary, the rotoprone bed was used for patient treatment when the event took place and therefore played role in the incident, however no product failure was indicated.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
On 4 april 2019 arjo was informed that a patient sustained several pressure injuries (from stage 2 to deep tissue injuries) during therapy on the rotoprone system. The patient was admitted on (B)(6) 2019. The patient was on the rotoprone bed since (B)(6). Pressure injuries (located on right cheek, right chest, right plantar foot, right buttocks, left knee, left posterior shoulder, left plantar foot/left 4th toe, lower back) were noticed between (B)(6).